Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt turned off her stimulation prior to wrist replacement surgery. After the surgery, the pt's programmer was allegedly unable to communicate with her ipg. A replacement programmer was unsuccessful at resolving the issue. F/u on the pt found that the physician plans to explant the ipg. No further info is available at this time.